Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements. Reprogramming was performed. No adverse patient effects were reported. Due to the limited information received, further follow up to obtain related details was not possible.